Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section.

Event description:
The user facility reported that when deploying, the angio- seal device did not release during pull back. They removed the device entirely and held manual pressure for closure. The patient condition was fine and the procedure was successful. Additional information was received 18december2019: the procedure performed was a cardiac catheter procedure using a 6fr sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the d4, h4 section and to provide the DHR review and the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.